Manufacturer narrative:
Per issue, patient is on antibiotics, 81 mg aspirin, cardizem, vitamin b12, iron, folic acid, thiamine, vitamin c, and an inhaler. Patient has family history of some type of clotting disorder, but it has not been tested for or diagnosed in patient. Patient is also anemic and may be an alcoholic. Patient's current medication and health status may affect coagulation test. Technical services representative found that patient had a hematocrit of 28% on day of test. Per product user guide - limitations, hematocrit ranges between 30-55% will not affect test results. Customer reports meter was moved during test. Per product user guide - precautions and warning, "do not move the meter during a test." This may contribute to inaccurate inr or errors in testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2010, inratio: 1.6, reference: 4.5, mean: 3.05, confidence limits: 1.8 - 4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Previous investigation of strip lot 235740 from a previous case met accuracy criteria. No further investigation is required. Comparative sample testing performed on returned meter with in-house strips from reported lot 235740. Results detailed below. See scanned tables. Sysmex result for the first donor is above 2.0. The minimum of 2 out 3 replicates for this donor are within the acceptable bias variance of +/-1.0. Sysmex result for the second donor is below 2.0. The minimum of 2 out 3 replicates for this donor are within the acceptable bias variance of +/-0.5. Accuracy criteria is met. Patient's conditions of anemia (hct 28%) will affect inratio testing. Inratio products were designed with hemotacrit ranges between 30-55%. Patient's medications in addition may affect inr testing. Customer's normal donor test result was within range. Retain strip test result comparison met accuracy criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subjected to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges discrepant result with meter compared to lab: date: (B)(6) 2010, inratio: 1.6, lab: 4.5. Lab draw done immediately after meter result. Doctor withheld coumadin dose due to lab result. Patient was hospitalized on (B)(6) 2010 due to pulmonary embolism. Patient was found to be anemic (hematocrit=28%). Patient was discharged on (B)(6) 2010 with a 7 days of augmentin to be taken. Patient began coumadin while in hospital. Nurse (non-coumadin user) tested herself with meter and had 1.0 result with inratio and a 1.1 result with another type of meter.